Event description:
It was reported that the patient experienced induced herniation/dilation of the corporal bodies and the reservoir of the inflatable penile prosthesis (ipp) in a previous surgery with a different doctor. The entire ipp was removed and replaced with a new one. The patient was reported to be in good condition after the surgery. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.